Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced severe st elevations. The procedure was terminated because the patient experienced severe st elevations. A diagnosis was not obtained. The biopsied lesion was 6 mm in the right upper lobe and 18 mm from the pleura. Per the physician, the ion system did not directly cause or contribute to the st changes, but it is possible that the procedure itself may have caused the st elevations. The physician reported this might be a case of air embolism which is an inherent risk of bronchoscopic lung biopsies. An echocardiogram was performed 2 weeks prior to the procedure and was normal. The patient had normal ejection fraction with no regional wall motion abnormalities. The patient previously had an abnormal cardiac stress test which was evaluated by cardiology prior to the procedure and was deemed not significant enough to intervene. The patient also had a normal cardiac catheterization. Additional medical history included end stage renal disease (currently undergoing transplant evaluation) and diabetes mellitus type 2. The physician believed the st elevations would have possibly occurred via another biopsy modality. Per the physician, the patient did not suffer a cardiac arrest as initially reported; therefore, no CPR was needed. The st elevations resolved on their own within about 10 minutes which, per the physician, also makes this event suspicious for an air embolism. A post procedure CT was not performed, but a post procedure catheterization was normal. The patient was hospitalized for 2 days, then discharged home. The physician reported there was no malfunction of an ion system, instrument, or accessory.